Manufacturer narrative:
Please disregard the previously submitted medwatch. (B)(4) is a duplicate to (B)(4) / MFR #1828100-2019-00328. When the gas blender stopped flowing and manual control did not work it resulted to gas system knob adjust only which is reported under (B)(4).

Manufacturer narrative:
Per data log analysis, on (B)(6) 2019, each time calibration was started it failed with "blender mechanical range". This will cause the gas system to be knob adjust only. There were few attempts to set fraction of inspired oxygen (fio2) and flow using the local controls and no indication of a problem with the local controls.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the gas blender stopped flowing and manual controls did not work. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.